Event description:
It was reported via repair work order that the fowler drifted down due to a damaged clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.